Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-apr-2018. With the following findings: during investigation, the battery cap threads were stripped and the cap was unable to secure to the returned pump or a test pump. A test cap was able to hold for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a damaged batter cap. This report is made based on results of investigation completed on 12-apr-2018.